Event description:
Pulmonetic systems, inc. Received a call from a rep in 6/2002. The rep reported the following problem: vent inop four times since 4/2002. No pt harm reported on any occasion. Was able to reset each time.